Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred and a blood leak was observed in the centrifuge chamber after 100ml of whole blood was processed. The customer reported the blood leak appeared to be coming from the location of the upper drive tube bearing stop. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n147 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n147 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber) alarm. No trends were detected for this complaint categories. Photographs were provided by the customer for evaluation. The kit was not returned. A visual inspection of the customer provided photographs confirmed that there is a small hole near the upper bearing stop and blood is present on the wall of the centrifuge chamber. A material trace of the drive tube assembly and its components used to build lot: n147 found no related non-conformance's. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. The root cause of the drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber) could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.